Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, blade of instrument broke, no part fell into pt; no further info available. Another like device was used. There was no pt consequence.